Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, it was noted, the endoscope reprocessor had damaged gray connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse repaired the device and performed verification according to instructions, the broken grey connector was replaced and software attributes were verified and confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the connector became loose and was broken. Therefore, the connecting tube was unable to be connected. It¿s probable the connector became loose due to accumulated stress or the user hit a hard object to the connector. However, a final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿chapter 3. Inspection before use: inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.